Event description:
A report was received that during a lead revision, the physician explanted the precision system. The patient's leads were explanted due to high impedances on all 16 contacts. When the physician removed the leads, it was discovered that both leads were fractured. The patient was reportedly doing well following the procedure.

Event description:
A report was received that during a lead revision, the physician explanted the precision system. The patient's leads were explanted due to high impedances on all 16 contacts. When the physician removed the leads, it was discovered that both leads were fractured. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
Visual and x-ray inspection of the leads revealed that all of the cables were completely broken at the bent/kinked location of the lead. The damage to the cables is consistent with fractures caused when a lead is sutured without the use of a suture sleeve. No complaints about the functionality of the ipg were reported. The ipg was analyzed and passed all tests. Ipg exhibits normal device characteristics.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-50, serial # (B)(4), description: st linear lead, 50cm with pre-loaded 0.014 inch stylet model # sc-1110-02, serial # (B)(4), description: ipg kit (without pull-through tunneler).

Manufacturer narrative:
Additional information was received that one of the reason for explant was due to the ipg that would not charge. It was reported that the physician put the device incorrectly and wrongly for the patient's body weight. No further information could be obtained.

Event description:
A report was received that during a lead revision, the physician explanted the precision system. The patient's leads were explanted due to high impedances on all 16 contacts. When the physician removed the leads, it was discovered that both leads were fractured. The patient was reportedly doing well following the procedure.